Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead had a possible fracture as high threshold, high/ undefined pacing impedance and noise indicated to be short v-v intervals were observed. Reprogramming was performed to turn detections off. The lead was later capped and replaced. No patient complications have been reported as a result of this event.